Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The cause of the discordant, falsely elevated cl results is unknown. Siemens is investigating this issue.

Event description:
Discordant, falsely elevated chloride (cl) results were obtained on three patient samples on an advia 1800 instrument. Quality controls were also affected. The discordant results were not reported to the physician(s). The samples were repeated on an alternate advia 1800 instrument, resulting lower. The samples were also repeated on the same instrument, resulting lower and matching the results of the alternate instrument. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated chloride results.

Manufacturer narrative:
The initial MDR 2432235-2015-00117 was filed on march 10, 2015. Additional information (02/27/15): a siemens customer service engineer (cse) was dispatched to the customer site. Prior to the cse visit, the customer replaced the chloride electrode on february 27th, 2015. After evaluation of the instrument and instrument data, the cse performed maintenance on the ion selective electrode module and recommended that the customer clean the waste nozzle daily. The cause of the discordant, falsely elevated cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.